Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. No patient symptoms or additional information was reported at this time